Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 20 unit bolus. Reportedly, the customer had accidentally entered 20 units of insulin to be delivered instead of 20 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased to below 40 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.